Manufacturer narrative:
The suspect device was not returned for evaluation. A follow-up will be submitted when the investigation and product history review is complete.

Event description:
The reported clinical trial event involves restenosis of the treated segment at the target lesion, resulting in clinically significant access dysfunction requiring surgical intervention. The event was considered target lesion related and assessed as possibly related to the study device. No additional information is available.